Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the surgical procedure, it was identified that the 4.8 fr double j catheter had visible structural damage. The procedure was completed with another of the same device and the patient condition after the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned percuflex pluswas analyzed, and a visual evaluation noted that the bladder coil had become detached, evidence of "stent coil detached/separated". Upon inspection under magnification, it was observed that the suture hole was torn up to the tip, suggesting that the suture may have been removed with excessive force, which is evidenced by the condition described as "suture hole torn". Nevertheless, there was no detachment noted at the stent shaft, thus preventing confirmation of the reported event of "stent shaft break". The event labeled as "stent shaft break" will be assigned under the analysis cause code of "no problem detected". The retrieval line may be removed prior to placement at the discretion of the physician. Should the retrieval line become entangled with the bladder coil and is subsequently removed with excessive force, it could lead to the detachment of the stent during the procedure, thereby impacting the device's performance. It is likely that the removal of the suture contributed to the detachment of the bladder coil and the tearing observed at the suture hole up to the tip. Based on the analysis results of observed stent coil detached/separated and suture hole torn, an investigation conclusion code of adverse event related to procedure was assigned to this investigation. Correction to field block g2 (report source).

Event description:
It was reported that during the surgical procedure, it was identified that the 4.8 fr double j catheter had visible structural damage. The procedure was completed with another of the same device and the patient condition after the procedure was stable.